Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report that the reported pump was delivering less insulin than bolus amounts programmed. A review of the pump history revealed that on (B)(6) 2013 the bolus total was 1.042 units, and the patient claimed he programmed more insulin than this amount. On (B)(6) 2013, the pump history recorded 0.0 units insulin delivered, and the patient claimed he programmed and delivered bolus doses that day. On (B)(6) 2013, the patient was admitted to the hospital with a diagnosis of dka. Troubleshooting revealed all pump settings, programming and date/time were correct. The issue was not resolved. The patient allegedly was hospitalized in dka after the pump issue occurred, therefore this complaint is being reported.